Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was in the 400s mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.